Event description:
The facility reported a pump with failure code 313:425:250:0021. The reported failure code occurred during pt infusion. The reported failure was at the beginning of therapy, the pump was switched and there was no further incident. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation or if any additional info becomes available.